Manufacturer narrative:
(B)(4) date sent: 2/2/2024 d4: batch # unk investigation summary this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a spring firing trigger. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during the surgery, all the fires were completed without any issue. While cleaning the operation table, a spring was noted on the table. The customer suspected this spring was fell off from jnj device. There was no patient consequence reported.